Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleedback through the proximal valve was inconclusive since the clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The catheter extended 17.4cm from the distal end of the molded wing. What appeared to be blood residue was observed in the extension leg tubing. A functional test revealed that catheter was patent to infusion. No damage or defects were observed on the solo valve. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters; however, it was reported that blood returned through the valve. Since the clinical conditions could not be replicated, the complaint was inconclusive. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. The syringe should be removed slowly while injecting the last 0.5ml of saline. This helps prevent a vacuum which can pull a small amount of blood into the tip of the catheter. Injection caps or end caps should be attached to the catheter hub and securely tightened. Injection caps should be changed every seven days or per agency policy, when the injection cap has been removed for any reason, or anytime the cap appears damaged, is leaking, or blood is seen in the catheter without explanation or blood residue is observed in the injection cap. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reaz0258 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that prior to PICC placement, blood was present in the valve. PICC was flushed with saline and there was still spontaneous blood return. PICC was removed and a new PICC placed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaz0258 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that prior to PICC placement, blood was present in the valve. PICC was flushed with saline and there was still spontaneous blood return. PICC was removed and a new PICC placed. No patient injury was reported.